Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received which states that following use of the device on a pt for approximately 2.5 months, the 15mm connector of the tube became lodged in the connector of the attached breathing circuit. The medical staff were unable to detach the tube from the breaking unit. Replacement of the tracheostomy tube was required. No incident related medical sequelae were reported.